Event description:
It was reported that when they were doing patient care, they got an alarm that the patient's temperature was erratic, and therapy stopped in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c. When doing care, the patient temperature jumped to 34.6c. Confirmed the probe was in place. Asked nurse to resume therapy. To prevent this occurring in the future, suggested pausing therapy, doing care, then resuming therapy once the patient's temperature has stabilized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they were doing patient care they got an alarm that the patient's temperature was erratic, and therapy stopped in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c. When doing care, the patient temperature jumped to 34.6c. Confirmed the probe was in place. Asked nurse to resume therapy. To prevent this occurring in the future, suggested pausing therapy, doing care, then resuming therapy once the patient's temperature has stabilized.